Event description:
It was reported that the lead exhibited high thresholds. A fluoroscopy revealed that the lead had dislodged. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text: device evaluation anticipated, but not yet begun.